Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The electronic proglide instructions for use (IFU) states: for access sites in the common femoral artery using 5f to 21f sheaths. For access sites in the common femoral artery using 5f to 21f sheaths. For arterial sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The IFU deviation would not have contributed to the reported difficulties. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 1494, indication for use. The additional devices referenced in b5 are filed under separate medwatch report numbers

Event description:
It was reported that this was an arteriotomy closure of a calcified right common femoral artery using two prostyle devices related to an interventional iliac thrombectomy procedure with a 12fr sheath. Reportedly, a cuff miss [suture retrieval issue] occurred with both devices. A new perclose device was used; however, adequate hemostasis was not achieved leading to the use of a non-abbott device to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.